Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after the implant, the patient had complaint of left hand swelling. An ultrasound of the left arm revealed a partially occlusive thrombus within the subclavian and axillary veins. All leads remain in use. The patient's medication was changed. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.